Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 81-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support prior to cardiac surgery. The physician incorrectly removed peel-away and created a significant bleed around repo sheath. The bleeding was managed when impella was temporarily removed and a 16fr sheath was placed. The decision was made by the physician to re-insert the same impella against advice to open new pump.

Manufacturer narrative:
B.5 additional information was received, and abiomed's medical safety officer review was completed. The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was determined to be use issue because the physician incorrectly removed the peel-away causing the bleed. Hemostasis was achieved by temporarily removing the pump and 16 french sheath inserted and pump reinserted. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 added information as it was previously entered incorrectly on initial submission of manufacturer device report number 1220648-2023-03243. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2023-03243 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-03243 and should not have been. H.6 added code 925 since the initial submission of manufacturer device report number 1220648-2023-03243 in accordance with updated procedures. H.6 code 4641 was reported incorrectly on the previously submitted manufacturer device report number 1220648-2023-03243. H.6 code 4114 was reported incorrectly on the previously submitted manufacturer device report number 1220648-2023-03243 . A new code has been added to type of investigation codes h.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2023-03243 in accordance with updated procedures. Additional manufacturer narrative on the previously submitted manufacturer device report number 1220648-2023-03243 stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Event description:
It was reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate the use of the device with the outcome.